Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittently the pump did not deliver insulin as intended after the insulin gauge reached 120 units. Reportedly, the customer used humalog insulin and changed the cartridge every 3 days. Tandem technical support educated the customer regarding cartridge/insulin labeling. Customer's blood glucose (bg) level ranged from 346 mg/dl to 600 mg/dl with ketones. Customer administered manual injections to address bg level. Pump system check with tandem technical support (cts) indicated that the pump and related supplies functioned as intended; however, the customer maintained that the pump did not function as intended. Reportedly, customer continued to use the pump and had manual injections as alternate insulin therapy.